Event description:
The customer reported a bowl leak that occurred during collect 1st cycle of the treatment. Customer cleaned and dried centrifuge chamber. Customer stated that bottom of bowl had broken off. Customer reported that the leak sensor was damaged and there was a scratch visible about 1.5 cm from top of centrifuge chamber. Therakos advised customer to go into diagnostic mode, then back into treatment mode: blood leak alarm reoccurred. Service order: (B)(4).

Manufacturer narrative:
Batch record review: a review of lot file for a746 was performed shows that there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Service order (B)(4) completed: (B)(4) 2013. Checkout procedure passed. Repairs have returned this instrument to expected operation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).